Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that patient experienced chest pain, subacute thrombosis, abscess, aneurysm, infection and was sent for surgery. Vascular access was obtained via the right radial artery. The target lesion was located in the non-calcified mid left anterior descending (lad) artery. After advancing a 6fr non-bsc guide catheter, a 0.014x190cm non-bsc guidewire was crossed the lesion. A 3.00 x 16mm synergy stent was implanted at 15 atmospheres. Post stenting lad appeared normal with timi-iii flow. The patient was put on a ticagrelor & other medications post procedure. Ten days post procedure, the patient complained of chest pain and had undergone angiography. Haziness was noted inside the deployed stent which appeared to be a subacute thrombosis. The patient was put on abciximab by intracoronary & infusion and low molecular weight heparin and was discharged two days after. The following day, the patient complained of severe chest pain and was readmitted. Angiography was performed showing aneurysm at proximal stent and peri-stent region. The cardiothoracic surgeon advised coronary artery bypass grafting, which was performed three days later. During the surgery, an abscess was noted around the stent region and puss was extracted during the procedure. No further complications were reported and the patient is doing well under observation.